Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reports that the customer was hospitalized twice due to diabetes ketoacidosis. Customer was hospitalized on (B)(6) and again on (B)(6). Blood work indicated customer was dehydrated and had a blood glucose level over 900 mg/dl. Customer was treated with IV central line for insulin and dehydration. Health care provider stated customer had a slight fever. Customer is diagnosed with downsyndrome and mother is the primary caretaker. Mother declined trouble shooting for pump, but stated that cannula never went inside the customer's body and didn't realize it until the customer was hospitalized. No further information was provided.